Event description:
A doctor reported that a viscoelastic product exhibited a whitish particle while being injected into the patient's eye during surgery. The particle was flushed out of the patient's eye. There was no patient impact reported. Additional information has been requested. Additional information was received which confirmed that there was no harm to the patient.

Manufacturer narrative:
Evaluation summary: no similar complaints have been received for this lot. Batch record review showed that all testing results were within specification. The returned complaint sample was retested and all results conformed to the specifications for the tested parameters. Possibly the surgeon observed some silicone when injecting the product. Medical grade silicone is used to coat all types of stoppers and syringe barrels to permit proper function of the syringe. The low levels of silicone oil do not elicit local ocular or systemic toxicity. Additional information was requested. (B)(4).